Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap locked into the reservoir tube successfully. No pump error 130 and pump error 53 alarms noted during testing. The history download confirmed pump error 53 due to software error found on (B)(6) 2023 at 07:53:20.00 due to function getservicehandles() when during the next reconnection mobile app for unknown reason "loses" a service which it had before (in all cases it was gatt service). Ngp doesn't handle such emergency case correctly. The formatted history file confirmed pump error 53 alarm (line number 5706 file number (B)(4). Problem isolated to the electronic assembly as per global logic analysis (B)(4). The pump was cut open for visual inspection and found moisture on pcba 1 and the force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked case (battery tube). Pump passed full drive test. Pump error 130 was not confirmed during testing. Pump exposed to moisture confirmed on the pcba 1 and the force sensor. Pump error 53 was confirmed due to a software error anomaly. Device test failed alert was not observed during analysis. Device test failed was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis. And further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer received software error detected alarm (pump error 53). And unexpected movement in hall sensor counts alarm (pump error 130). No harm requiring medical intervention was reported. Troubleshooting was performed. And customer was able to clear the alarm and complete rewind. Insulin pump failed the displacement test. Advised customer to replace insulin pump. The customer will discontinue to use the pump. And revert to health care professional¿s plan. The insulin pump will be returned for analysis.